Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic fundoplication procedure, gas leaked persistently from the top every time an instrument was removed from the port. Surgeon used his finger/swab to stop gas leaking when no instrument was in place and completed the case. The procedure ws prolonged five minutes. There were no adverse consequences for the patient. No device will be returning.